Manufacturer narrative:
Other text: additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump clamp tubing alarm was observed. It was also reported, the cassette was replaced but the alarm persisted. No patient consequences were reported. No adverse effects were reported.